Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity arterial disease and underwent endovascular therapy. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. An 8.0 x 20, 135cm mustang balloon catheter was advanced for dilatation; however, the balloon ruptured during the first inflation. The procedure was completed with a different device. There were no patient complications nor injuries were reported.